Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl and that the insulin pump had a delivery anomaly. The customer stated that her doctor uploaded her insulin pump and there were no delivery alarms and boluses were not recorded. The customer treated with manual injection and declined troubleshooting for high blood glucose. Customer's blood glucose value was 208 mg/dl at the time of the call. Troubleshooting was performed on delivery anomaly. Customer stated that she did not fill the cannula dead space after removing the introducer needle, customer did her complete set change correctly. Insulin pump was not exposed to high magnetic fields, displacement test was performed and passed. Advised customer that the insulin pump is working as designed. Troubleshooting was performed on no delivery alarm and insulin exited during the 5 units fixed prime. Customer stated that she felt that the insulin pump is over delivering and no longer comfortable using the insulin pump. Advised customer that replacement pump will be sent and insulin pump is expected to return for analysis.